Event description:
A customer reported that the probe dripped into the dilution cup on the ortho provue analyzer. Probe drip may lead to dilution of sample / reagent, carry over / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported as a result of this incident.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and determined that the probe was bent. The fe replaced the probe, wash station and performed necessary adjustments to return the instrument to expected operation. The cause of this event was a bent probe that can lead to loss of vacuum/pressure in the fluidics system and probe drip.